Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had wound healing issues related to "bad post-operative cares." This situation was repeated and the patient's implantable neurostimulator (ins) was explanted prophylactically "anticipating any infections." The device had provided a "very good result" prior to explantation. There was no injury to the patient. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.